Event description:
The customer biomedical engineer (biomed) stated that the philips intellivue information center (piic) located in the 4-west unit did not alarm for room 433 during a patient incident, between 11:00-12:00 on (B)(6) 2019. The patient was noted to have died. The death is addressed in a related bedside monitor (mp5) complaint refer to report 9610816-2020-00016.